Event description:
Customer reports receiving inaccurately high readings on their freestyle blood glucose monitor. In blood glucose tests, customer received a reading of 254 mg/dl compared to a laboratory results of 91 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the different in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.